Manufacturer narrative:
Follow-up # 1 ¿ (11/26/2014). The patient¿s test strips have been returned on 11/12/2014 and evaluated by lifescan product analysis on 11/13/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their ot veriopro meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014, at 9am they obtained an inaccurate high result of ¿10.3 mmol/l¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product. The patient claims the she developed symptoms of ¿trembling, shaking and sweats¿ less than 1 hour after the product issue began. The patient reported that she rested for a while and then felt better. The patient denied she received medical treatment due to the product issue. At the time of trouble shooting, the cca was able to confirm the correct unit of measure was set and the proper storage technique was used. The cca was unable to walk through a control solution test, as the patient did not have any control solution. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.